Event description:
Home pt felt overfilled while using the homechoice cycler for automated peritoneal dialysis therapy. Wife of home pt states during the first cycle of therapy the home pt felt full and placed the homechoice into a manual drain. According to the home pt's wife, the home pt manually drained out 5,750ml, which was 2,750ml more than the programmed fill volume of 3000ml. Once the manual drain was completed, the home pt continued therapy onto completion with no further difficulty. Home pt's wife states the home pt therapy was recently modified to include a 3000ml manual exchange during the day, however, no subsequent change to the homechoice programming had been made. The wife of the home pt reported the initial drain alarm setpoint on the homechoice was 0ml. According to home pt's wife, there was no pt injury or medical intervention as a result of this incident.